Manufacturer narrative:
Section d6b (explant date is updated based on additional update.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 75 year old male was admitted for acute myocardial infarction with cardiogenic shock. He was initially place on impella cp support, then bridged to impella 5.5 which was inserted via right axillary artery. On day 6 of 5.5 support, the insertion site/graft appeared to be infected. The site was swollen, hot, red, had a small amount of graft exposed, and was covered in purulent drainage. The patient was febrile. Blood cultures were sent and IV cefepime and flagyl administered. This event is conservatively reported as infection prompted intervention, but there was no lasting harm or injury reported.

Manufacturer narrative:
Infection/fever/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.